Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 48-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities were unknown. The peel-away sheath was left in place, and the side port was used as a distal perfusion catheter (dpc). The side port subsequently clotted. The decision was made to remove the impella cp and replace it with another impella cp. The patient survived to explant. The reported ischemia is consistent with access-related complications and may be influenced by factors such as impaired distal perfusion when the peel-away sheath is left in place, thrombotic obstruction of the dpc, underlying critical illness, and hemodynamic instability. The reported thrombosis may occur in the setting of femoral access, systemic anticoagulation requirements, and clot formation within or around the side-port used for distal perfusion.

Manufacturer narrative:
Upon review, it was identified that the . Manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details.